Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. Event summary: it is reported that in (B)(6) 2012 biolox head and liner were combined with a zimmer stem. The patient suffered of "stem disassociation" and according the information recieved, the head and the liner were left in situ and only the stem was revised. According new information received on may 12, 2016, even the head and the taper were revised. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. No product documentation was reviewed for investigation. Root cause analysis: in the event details almost no or little information was listed. It seems that head and liner are not involved in the complaint. Moreover, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted device was received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the appropriate dfmea. Due to significant lack of information, it is impossible to perform a meaningful analysis of the event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it was not revised. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta ceramic femoral head m 36/0, taper 12/14 on (B)(6) 2012. It was reported that the patient was hospitalized on (B)(6) 2013 due to implant separation. The associated stem was removed, but the biolox head stayed implanted. Note: this is a split case with zimmer (B)(4), reference number: b)(4).